Event description:
Information received indicates the head section will not lower electrically or when using the CPR function.

Manufacturer narrative:
The technician isolated the issue to a bent head cylinder. He replaced the head cylinder to repair the bed.